Event description:
It was reported that when attempting to advance the stent through the introducer into the microcatheter (mc), resistance was encountered prior to the stent being introduced into the mc. The mc was left in place and the enterprise was removed and the stent was found to be deployed within the introducer. The analysis of the returned enterprise found stretched coils on the delivery system. Prior to inserting in the patient, there were no damages on the enterprise or mc. All the products were prep per (IFU) instruction for use guidelines. The user was trained to utilize the product. The enterprise distal tip was not re-shaped. During insertion, the touhy was closed to secure the introducer and allow passage of the stent. A constant and dedicated flush was maintained at all times through the systems. It was reported that during removal, the enterprise introducer was fully seated/engaged in the microcatheter hub. The stent was completely captured in the introducer.

Manufacturer narrative:
The enterprise delivery was received for analysis; the stent and introducer tube were not received. Confirmed kinks/bents in the delivery wire and coil stretched. Per facility report: a review of the device history records indicates this packaging lot was final inspection tested by facility and deemed acceptable for shipment. As received, the specimen presents multiple minor bends over the distal 5.2cm, a kink located 5.25 to 5.40cm from the distal tip, the distal coil presents a 0.95mm stretched coil region located 1.05cm from the distal tip. The specimen presents an unknown light-colored foreign material deposits on the coil wraps and the solder mass in the vicinity of each of the solder joint; the proximal coil' proximal coil to core wire solder joint is degraded and loose, the distal coil' proximal coil to core wire solder joint also presents a degraded condition. The foreign material detected in the device was analysed under sem/x-ray and it indicated that the material was composed of carbon, oxygen, sodium, tin and chlorine, root cause investigation has determined that the noted foreign material is due to a post use/decontamination chemical reaction with no potential effect to the patient or procedure. Other than the foreign material and the noted degraded joints, the joints appear visually correct and the remaining joint appear to be intact externally when viewed at 10x magnification. The specimen delivery wire appears visually and dimensionally correct. The lack of the enterprise stent and introducer tube prevents analysis for damage or anomaly. The specimen delivery wire does not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. The sequence of events, as described in the complaint narrative, suggests the introducer was not maintained in proper position within the microcatheter luer hub as the enterprise stent approached the distal tip of the introducer tube during its advancement to the microcatheter. The introduction procedure is technique drive; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, there is backward movement of the introducer greater than 1.1mm, either intentionally to maintain uninterrupted flow of flush or unintentionally, the distal or proximal end of the stent will expand as it enters the gap. This will result in some noticeable resistance. The greater the gap, the greater the resistance. If the introducer tube were not lodged in place within the "y-port" fitting and was permitted to "back out" as the delivery wire is advanced, the stent will deploy within the microcatheter hub. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. The specimen does not present any indication of manufacturing defect or anomaly that could have contributed to the event as reported. Although assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evidence presented by the sample article, procedural factors appear to have contributed to the event.